Event description:
It was reported that patient presented in clinic for a pre-operation check. Upon review, it was noted that atrial lead exhibited far r oversensing and that it was inappropriately capturing the right ventricle. It was suspected that the lead was dislodged. The lead was reprogrammed. The patient condition was stable.